Event description:
It was reported that this patient received an inappropriate shock from this right ventricular (rv) lead. The patient presented to the hospital after the shock where the implanted implantable cardioverter defibrillator (ICD) was interrogated. Device episode data revealed that the shock was due to oversensing of noise on the rv lead channel. The rv pacing impedance measured below 200 ohms, which was out of range. The noise could not be reproduced after isometric testing. The physician elected to turn off shock therapy. It was noted that a new subcutaneous implantable cardioverter defibrillator (s-ICD) will be implanted eventually. A fracture of this lead was suspected. No additional adverse patient effects were reported. Currently, this lead remains in service.